Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they had a low blood glucose of 49 mg/dl which was treated with juice and glucose tablets. Customer also stated they had been dropping blood glucose levels from 56 mg/dl at the time of call. Customer declined troubleshooting for the low readings. The insulin pump will not be returned for analysis.